Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. The failure was due to a defective component on the main board of the network downloader/recharger.

Event description:
On (B)(4) 2013, abbott point of care was contacted by a customer who reported that downloader sn (B)(4) smoked when a newly received power cord was plugged into the device. The customer states that the old cord was misplaced and inquired about getting a replacement (B)(6) 2013. When the new cord was received and plugged in, the device starting smoking. The customer states that the downloader was taken out of service. The customer states they were sent the incorrect power cord although this is not confirmed at this time. Replacement product was issued and abbott point of care is requesting the downloader and suspected power cord to be returned for investigation. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).

Event description:
Na